Event description:
It was reported that when device data was reviewed, multiple stored egms showed ventricular noise. X-ray revealed lead issue. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.